Manufacturer narrative:
The test on the reservoir does not lock in place and unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. The insulin pump that was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, scratched keypad overlay, broken reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call that insulin pump got cosmetic damaged. The blood glucose at the time of the incident was 374 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.